Manufacturer narrative:
Investigation pending device return.

Event description:
Caller alleged discrepant inratio results while performing a correlation study. Results as follows: pt: 2, inratio: 3.1, lab: 1.6. Pt: 3, inratio: 1.5, lab: 3.3. Time between tests: < 1 hour. Therapeutic range: unk. No other info was provided.